Manufacturer narrative:
Coaguchek inrange meter serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6). At 6:18 pm, the meter result was 7.3 inr. At 6:26 pm, the meter result was 4.7 inr. At 7:11 pm, the meter result was 2.6 inr. The patient¿s therapeutic range is 2.0-2.5 inr.

Manufacturer narrative:
The returned meter and strips were provided for investigation where they were tested using a control sample. Results (qc range = 2.2 ¿ 3.4 inr): 2.8 inr ; 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h2 have been updated.